Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient expired. The patient complained of being short of breath and then collapsed in front of their spouse. Their spouse performed cardiopulmonary resuscitation until paramedics arrived. Upon emergency medical services' arrival, pulseless electrical activity was noted. The patient was treated with epinephrine, which resulted in the patient going into ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) treated the vt. The patient received a total of four shocks during the event. A review of the patient's electrocardiogram at the time noted that during the ventricular tachycardia, possible crosstalk and ventricular safety rate pacing was noted due to the occurring atrial paced rhythm and vt occurring at the same time. It was later reported the patient expired approximately one week later after irreversible brain damage had occurred due to being without oxygen for too long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.